Event description:
Customer reported the system boots up with an "a to d channel 8" error code. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and gave repair directions over the phone. Customer reseated circuit boards. System is operating as intended.